Manufacturer narrative:
The "serial number" and "device manufacture date" have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges the cover popped off the joystick and the chair took off. Consumer's night gown got caught in the wheel and was pulled off the device. Consumer landed on her knee and rolled to the side.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges the cover popped off the joystick and the chair took off. Consumer's night gown got caught in the wheel and was pulled off the device. Consumer landed on her knee and rolled to the side.

Manufacturer narrative:
The provider evaluated and repaired the device. Provider replaced knob, drive wheels, and motors. Unit is working properly.

Event description:
Alleges the cover popped off the joystick and the chair took off. Consumer's night gown got caught in the wheel and was pulled off the device. Consumer landed on her knee and rolled to the side.